Event description:
The core impaction drill was sent for evaluation due to overheating and smoking during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was not recognized by either console, therefore it could not be run.